Event description:
It was reported that the atrial lead exhibited intermittent capture and sensing. The lead was capped and replaced successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.